Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 50% battery life to 10% while charging the pump for 30 min. There was no impact to the customer's blood glucose level. Upon a follow up the customer stated that the pump was charged to 40% and receiving power source alerts. The customer unplugged the pump from the charge and the battery gauge was displaying 100% battery charge. During troubleshooting with tandem technical support, review of pump data revealed, the pump battery was at 40% charge then increased to 100% and stayed at 100% for over 12 hours. It was indicated that the customer would use manual injections as alternate insulin therapy.